Event description:
It was reported that the external pulse generator may increase its rate without warning. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the rate may increase without warning. Analysis did find that the upper and lower cases and side bail covers were broken and that the interconnect flex was bent. This device was included in that field action, returned product testing found the device did not perform as described in the field action. (B)(4).